Event description:
It was reported that the lens was intraoperatively removed from the pt's right eye due to a sheared off haptic noted upon insertion. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. The pt's prognosis was reported as "good; no complication". Please reference MDR# 2031924-2014-00031 for the delivery device used during this event.

Manufacturer narrative:
The lens was returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.